Manufacturer narrative:
The device will not be returned for eval. However, the device was available via telephone communication. We have not yet completed the investigation.

Event description:
The customer reported that their acuity central station (B) (6) was down for an unk reason. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events.